Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 5 years ago. The vessel and aneurysm morphology at the time of implant are unknown. Currently, the vessel morphology was reported as the aortic neck is 25 mm in diameter at the lowest renal artery, just proximal to the top of the stent graft the aortic neck is 26 mm in diameter. There is disease progression and the aortic neck has moderate angulation, 60 degree. There is no calcification and moderate tortuosity in the iliac limbs. A routine follow-up CT demonstrated that the stent graft has migrated 20 mm distally from the left renal artery with a type I endoleak. The physician elected to implant an endurant aortic cuff 28x49 and the migration and type I endoleak were resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (migration, endoleak). Patient's condition affected effectiveness of device (disease progression; neck dilatation and angulated neck). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation and angulated neck).